Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error, which resulted in software resets that were performed in an attempt to correct the error. These resets then caused the device to enter safety mode. The battery was removed and detailed analysis was able to confirm the cell had a high internal impedance. The high internal impedance resulted in the software resets, reversion to safety mode operation.

Event description:
It was reported that a remote monitoring alert was detected indicating this cardiac resynchronization therapy pacemaker (crt-p) had switched to safety core and function was limited to vvi pacing at 72 beats per minute (bpm). Technical services recommended device replacement. Subsequently this device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a remote monitoring alert was detected indicating this cardiac resynchronization therapy pacemaker (crt-p) had switched to safety core and function was limited to vvi pacing at 72 beats per minute (bpm). Technical services recommended device replacement. Subsequently this device was explanted and returned for analysis. No additional adverse patient effects were reported.